Manufacturer narrative:
Upon inspection of the console by a field service team, the clinical observations that the console had ignited, with resultant smoke, was confirmed. The high-voltage power supply, the ac controller board, cpu boards, and related wiring and optic fibers were burned. The console was not functional. A viscous liquid was found near the burned areas which may have ignited and led to the fire inside the power supply. The material was believed to be glycerin, which was in use during the procedure. It was believed to have either been spilled accidentally on the console or present in a container that was placed on the console at some point prior to, or during, the procedure. The IFU mentions that the area around the laser and footswitch should be kept dry.

Event description:
It was reported that, prior to a procedure, the console emitted smoke from burning components. The patient was moved to another operating room where the procedure was completed with another device. There were no patient complications.